Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during an embolization treatment procedure, the interlock coil was damaged. The lesion was located in a moderately tortuous internal iliac artery. The .035 interlock cube 8mm x 40cm coil was advanced into the patient. As the coil was being retracted, it was noted that the coil was pinched and frayed. The entire system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is "ok". Returned product analysis revealed the main coil interlocking arm had been pulled off the coil.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a.035 interlock cube coil was returned. The coil was inspected and found to be severely stretched from the middle towards the proximal end. The main coil interlocking arm had been pulled off the coil and there was evidence of welds. The zap tip shape and surface was smooth. As the coil was damaged not all dimensions could be measured. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).